Event description:
It was reported there were impedance readings of greater than 4000 ohms on all bipolar pairs while in an implant procedure. It was stated they had already reinserted the lead multiple times into the implantable neurostimulator (ins) and saw ¿blue in all windows¿ so the healthcare provider pulled lightly on the leads and stated it was not loose. The pulsewidth was in increased to 360 and readings were still greater then 4000 for all combinations except c-1 at 541. Reportedly the patient felt stimulation prior to procedure today. The caller stated there was no motor response at this programming and 5.5v. The procedure was completed using the same lead and battery in the patient. Post op they used the only program that was not impeded and the patient had rectal stimulation at1.4 amps.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).